Event description:
Consumer complaint of blood result reading of "lo". Normal range is around 120 mg/dl - 140mg/dl. Reviewed the last 5 blood results in the meter memory: no adverse event reported.

Manufacturer narrative:
(B)(4). Returned product evaluation resulted in black chemistry seen on the test strips. Black chemistry caused by improper storage in high humidity areas.